Event description:
It was reported that when the swan ganz catheter was withdrawn from the hemostasis valve, blood leakage was noted at the valve cap. While the staff was checking the sheath introducer, the patient developed acute respiratory distress, cyanosis, and had decreasing oxygen stats. The sheath introducer was removed and the patient recovered after administration of oxygen. There were no further complications.